Manufacturer narrative:
The impella 5.0 was not returned for evaluation, as it was discarded subsequent to the event. Consequently, no analysis could be performed. The console logs were returned for analysis. The logs showed a suction event approximately 40 minutes before the stroke is diagnosed. Suction events are able to be caused by the ingestion of thrombus. The root cause of the brachial thrombus and ischemic stroke suffered by the patient are unable to be determined because the device was not returned for review. No corrective action is recommended because the root cause could not be determined. This failure mode will continue to be monitored and trended. In review of other complaints, none have been filed for other pumps from this lot for relevant failure modes. The manufacturer will continue to monitor and investigate all reasonable and obtainable sources of information and will provide results and conclusions in a supplemental medwatch report, if any additional information is received. (B)(4). Device discarded at user facility.

Event description:
The patient was a (B)(6) year old female admitted with cardiomyopathy to a community hospital. Upon admission, the patient was sent to the cardiac cath lab for evaluation of the coronary arteries, which were found to be without disease. Subsequently, the patient's left main coronary artery dissected which prompted the placement of an intra-aortic balloon pump (iabp), cardiohelp system, and transfer to a tertiary center for escalation of care. When admitted to the tertiary center va ECMO (extracorporeal membrane oxygenation) was placed. On day 6 of the patient's cardiac care the ECMO and iabp were removed and the impella 5.0 pump was placed via the right axillary artery through a 10mm hemashield dacron graft. There was minimal difficulty placing the pump within the left ventricle. The sternotomy was closed and the patient was transferred to the ICU on impella support without any heparin in the purge due to bleeding concerns. This lack of heparin goes against the IFU which states the following: "dextrose solution (typically 20% dextrose in water with 50 iu/ml of heparin) is used as the purgefluid through the impella® 5.0 catheter." During the evening hours of the first day of 5.0 pump support, the patient was assessed by vascular surgery due to the loss of pulses in the right arm. The vascular surgery team performed a brachial thrombectomy which did restore radial and ulnar pulses. The team started to infuse heparin through the purge solution at this time as well. The plan was to reach a goal of the partial thromboplastin time (ptt) being 80 seconds. Per the 5.0 IFU the anticoagulation is to be monitored with the act value, not a ptt, as stated in the following: "after insertion of the catheter (and until explant), act should be maintained at 160 to 180 seconds." The patient was still on multiple cardiac IV drips, and impella support, when two days later there was an observation made of an enlarged pupil which was indicative of an ischemic stroke. The patient's diagnosis was confirmed with CT scan imaging. The team at this time decided to infuse heparin systemically via an IV drip. The following day, (B)(6) 2016 the impella 5.0 was weaned and explanted. The patient expired the next day from neurological and systemic comorbidities.